Event description:
Nursing brought glargine insulin pen to pharmacy, noting that it was difficult to administer insulin through. Upon inspection, it appears that the syringe was completely full and no insulin had been administered out of it over the past 4 days (was dispensed at 0941). There was what is presumed to be a piece of the pen needle stuck in the syringe hub, which wouldn't allow insulin to move through but would allow the syringe to be depressed. Pharmacy disposed of the syringe and sent a new one to nurse. Lantus lot: 1f7979a, needle lot: 1134014. Sanofi makes the insulin (lantus) and the pen needle manufacturer is bd. No patient harm, glucose slightly elevated as a result.